Manufacturer narrative:
Additional information was added to h4, h6 and h11. H4: the lot was manufactured november 07-09, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of exactamix 2400 valve sets had a leaky port #5 that causes air in line and bubbles. This occurred during compounding in the pharmacy. There was no patient involvement. No additional information is available.